Event description:
This is a 79 year old pt presenting for opthalmic surgery to remove macular pucker in the left eye and treat leakage of vitreal blood vessels. Surgical procedure included a vitrectomy and left eye membranectomy. An accurus vitrector probe was used in the procedure. The probe was inserted into the operative eye when the cutting function of the probe failed to cut the aspirated vitreous removal of the probe resulted in a retinal tear. Add'l surgical procedures included cryotherapy and gas injection.